Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, visual, dimensional and functional testing could not be performed. In case of this complaint, a cutdown was performed and forceps were used to retrieve the broken device, but the patient was doing ok after the procedure. Additional information provides by the customer indicated that the device was confirmed to be in good condition prior to use and was prepared as per the direction for use (dfu), continuous flush was maintained and no resistance was encountered during manipulation of the device. While there are a number of potential causes for the reported issue, because the review and analysis of available information failed to identify a definitive cause, an assignable cause of undeterminable was assigned to the as reported issue catheter shaft broken/fractured.

Event description:
During the procedure, it was reported that the long sheath catheter broke in half inside the patient and was retrieved with forceps after. No clinical consequences reported to the patient.

Manufacturer narrative:
The subject device is not available.

Event description:
During the procedure, it was reported that the long sheath catheter broke in half inside the patient and was retrieved with forceps after. No clinical consequences reported to the patient.